Manufacturer narrative:
(B)(4). Additional information was received from the reporting surgeon on (B)(4) 2013. Follow-up medical assessment: the additional clinical information received does not allow to exclude that peri-strips dry may have caused or contributed to the postoperative leak. The initial investigation did not change based on the additional information. The complaint will be kept on record for trending purposes.

Event description:
A physcian report to baxter that 3 leaks occurred over 6 months when using peri strips dry. This is one of three reports. No additional information provided.

Manufacturer narrative:
(B)(4). Multiple attempts were made to acquire additional information that would allow for a medical assessment. No response was received. Due to the lack of information, a causal relationship cannot be determined. Baxter medical assessment summary: none of the information requested has been obtained; therefore a causality assessment cannot be done to rule out a contribution of the peri-strips dry. Conservatively the use of peri-strips dry may have caused or contributed to the postoperative leak. Baxter synovis completed the investigation. No lot number or sample was available; therefore, no batch review or sample evaluation was possible. No trend was identified. Per synovis, based on the information provided by the customer, the root cause cannot be determined and no further investigation is warranted. A final email was sent to the reporting physician notifying him again of the questions that require attention and of closure. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received on (B)(4) 2013: patient initials: (B)(6); age: (B)(6); bmi: (B)(6). Date of psd implantation: (b)9^) 2013. Number of psd implanted: 6 firings green with veritas. Surgical procedure and description of where psd were used: straight forward sleeve date of leakage diagnosis: leak (B)(6) 2013. How was the leak treated? Treated with drainage only, it was small. Could not find leak on endoscopy to stent. Resolved in 2 weeks radiographically. Patient related risk factors which may have contributed to leakage? Not provided. Customer also provided the following: I am using seamguard now (no I am not blaming product but with run like this I needed to change things up. I had no leaks in any prior case >300). I am using 2 green, 2 gold, 2 blue also which I used to do. I switched to all greens based on recs of a panel at sages last year that stated that using reinforcement means you should use all greens taking into account staple height. I had no leaks with 2/2/2 prior to that.